Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 150mg/dl, 200mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported. Note: customer's applying blood technique and cleaning meter incorrectly.